Manufacturer narrative:
An ht70 ventilator was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An invest igation was performed and the failure analysis technician reported that the reported condition could not be duplicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ht70 ventilator froze during power on. There was no patient involvement.